Event description:
During the sculpting step of a combined case no aspiration was present. In quadrant removal aspiration was possible. The scrub nurses tried different surgeon profiles and different phaco handpieces but came back with the same issue. The machine was swapped for another eva and the surgery completed. However, as a result the surgery was delayed by >30 minutes. Patient injury did not occur.

Manufacturer narrative:
The log files from the device have been obtained for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. Logfiles were provided review. Review of the logfiles did not lead to a clear conclusion regarding the cause of the reported adverse event. Therefore, the investigation will be continued. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates.

Event description:
During the sculpting step of a combined case no aspiration was present. In quadrant removal aspiration was possible. The scrub nurses tried different surgeon profiles and different phaco handpieces but came back with the same issue. The machine was swapped for another eva and the surgery completed. However, as a result the surgery was delayed by >30 minutes. Patient injury did not occur.

Manufacturer narrative:
The log files from the device have been obtained for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The device is still under investigation. A final report will be submitted after the investigation has been completed.

Manufacturer narrative:
Attached wrong file, duplicate of 1222074-2020-00078. The log files from the device have been obtained for investigation.

Event description:
During the sculpting step of a combined case no aspiration was present. In quadrant removal aspiration was possible. The scrub nurses tried different surgeon profiles and different phaco handpieces but came back with the same issue. The machine was swapped for another eva and the surgery completed. However, as a result the surgery was delayed by >30 minutes. Patient injury did not occur.

Manufacturer narrative:
With regard to this event the eva surgical system was investigated on location and logfiles were returned for review. Investigation of device on location did not reveal any anomalies. The reported event could not be replicated. Review of the logfiles revealed the occurrence of several phaco related error messages indicating that the phaco handpiece was not connected and primed properly. Further review of the logfiles confirmed that the measured aspiration pressure during the procedure was equal to the set aspiration pressure. Review of the complaint database indicated that no repeat complaints have been logged on the eva surgical system subject to this complaint. Since no anomalies were found during on-site inspection or in the logfiles it was determined that it is unlikely that the reported event is attributable to malfunctioning of the eva surgical system. Since several warning messages regarding the connection and priming were logged, it is concluded that the reported event occurred due to an unintended use error regarding connecting and/or priming of the phaco hand piece. Please note that information related to the error messages is addressed in the eva instruction manual chapter 11 - error messages, section "phaco error messages" and connection and priming of the phaco handpiece is addressed in chapter 7 - priming.

Event description:
During the sculpting step of a combined case no aspiration was present. In quadrant removal aspiration was possible. The scrub nurses tried different surgeon profiles and different phaco handpieces but came back with the same issue. The machine was swapped for another eva and the surgery completed. However, as a result the surgery was delayed by >30 minutes. Patient injury did not occur.

Manufacturer narrative:
The incident is under investigation.

Event description:
We were informed that eva was not providing phaco after switching the foot pedal to position 3. After releasing the footswitch and going back previous step phaco power was present. The surgeon indicated that this was a recurrent issue during the surgery day and that this issue was encountered also in the previous weeks. In addition, stability of the anterior eye chamber is often less stable. No patient injury did occur.